Manufacturer narrative:
According to the report, bioglue was used for a total arch aorta replacement surgery for a type-a acute ascending aorta dissection. It was applied to the proximal false lumen and proximal suture line. A false aneurysm was found in aortic root during a CT scan about one year 5 months after the initial procedure. A bentall procedure was performed and bioglue was still visible during re-operation. The gross condition of the area where bioglue was applied was "no problem and adhered." Additional information was requested including the amount of bioglue applied per site, if the target field was dry at time of application, and if the patient had underlying conditions that may have contributed to the event. None of this information was available; however, the surgeon commented "this issue is not related to the bioglue." The exact lot number of bioglue was unknown; however, based on the fact that the bioglue was used on (B)(6) 2013, lot numbers were provided of all bioglue shipped to the hospital in the six months prior to the date of the initial procedure (shipped between (B)(6) 2012 and (B)(6) 2013). The manufacturing records for possible lot numbers 11mjx025, 12mjx005, 12mjx013, 12mjx023, 12mjx024, and 13mjx004 were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. A review was performed of the available information. According to the available information, a pseudoaneurysm occurred one year and five months after bioglue was used for aortic dissection repair. Relevant information, including the amount of bioglue applied per site, if the target field was dry at time of application, and if the patient had underlying conditions that may have contributed to the event, is unknown. A cause of the false aneurysm observed in the patient and the relationship between bioglue and the reported event could not be determined from the available information, although the surgeon stated that the issue "was not related to bioglue."

Event description:
According to the report, bioglue was used for a total arch aorta replacement surgery for a type-a acute ascending aorta dissection. It was applied to the proximal false lumen and proximal suture line. A false aneurysm was found in aortic root during a CT scan about one year 5 months after the initial procedure. A bentall procedure was performed and bioglue was still visible during re-operation. The gross condition of the area where bioglue was applied was "no problem and adhered."

Event description:
According to the report, bioglue was used for a total arch aorta replacement surgery for a type-a acute ascending aorta dissection. It was applied to the proximal false lumen and proximal suture line. A false aneurysm was found in aortic root during a CT scan about one year 5 months after the initial procedure. A bentall procedure was performed and bioglue was still visible during re-operation. The gross condition of the area where bioglue was applied was "no problem and adhered."

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.